Manufacturer narrative:
H3: the collimator was returned to the manufacturer for analysis. Analysis found that the collimator passed testing. No failure was found. The bad at install collimator was returned to the manufacturer for analysis. Analysis found that the collimator passed testing. It was noted that the filter was making a grinding noise. No fault was found. The rotor motion control has been received by the manufacturer. However, analysis has not been completed. H6: 10, 213, and 4315 are associated with the returned collimators. 4118, 3233, and 11 are associated with the returned rotor motion control. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the filter ladder was binding up during homing. The filter ladder was moved and re-homed. The error cleared but the leaves still had tracking issues and the ladder wouldn't re-home. The collimator was replaced but still had a similar issue. During homing, the leaves in both directions would bind when fully closed. If a manufacturer representative helped them open slightly, they could continue homing and the error cleared. The collimator was replaced, adjusted, aligned, and homed. The rotor motion control was replaced, the firmware was loaded, and tested. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that a manufacturer representative noticed that the air initializing collimator was giving an error and the system would not boot up. There was no patient present when this issue was identified.

Manufacturer narrative:
The rotor motion control was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the rotor motion control while under testing. If information is provided in the future, a supplemental report will be issued.